Manufacturer narrative:
Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. No physical damage noted an backside of the unit.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a high blood glucose level and damage on the pump. The customer blood glucose level was 338 mg/dl and had symptoms such a nausea and vomiting. The customer treated using the insulin pump. The damage that was noted was a crack in the case. However the customer states the retainer ring was loose and does not trust the pump. The customer asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.